Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) display image disappeared for a moment before returning. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the log showed the centrifugal pump was powered up at 08:43 am. A perfusion screen was opened. At 08:56:07 am the perfusion screen was exited. The system was power cycled and a perfusion screen was opened at 08:58:16 am. The pump was never started and the perfusion screen was exited at 05:54:31 pm. Most likely the pump was functional except for the reported display issue.

Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: the user reported, 'the centrifugal unit display disappeared for just a moment.' It was unclear if the loss of flow display was on the central control monitor (ccm), local user interface, or both. This transient loss of flow display issue occurred during cardiopulmonary bypass. The product was not changed out. The centrifugal unit display disappeared for just a moment and surgery was completed successfully. There was no delay, no blood loss and no adverse event reported.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not observe a display failure. The unit was turned on for 72 hours with no display failure. The connections were checked inside of the centrifugal control unit (ccu) and no abnormalities were found. The unit passed all release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.